Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set patient line. Reportedly, the customer continued to use the pump and supplies for insulin delivery. Customer¿s blood glucose level was 57-448 mg/dl.